Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control observed that plug p2 of cable, designator w04 was disconnected from connector j2 of the system pcb assembly. After reseating the connector proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had an internal component that was loose and rattling inside the device case. There was no patient use associated with the reported event. Upon evaluation of the device physio-control observed that the device would not power on.